Event description:
It was reported that patient controller display screen was just displaying straight line across. The patient also reported full green circle was light up. The patient came in the clinic on (B)(6)2023 for controller exchange due to whited out led screen and inability to access parameters on left ventricular assist device (lvad). The controller was exchanged without incident and there were no adverse effects for the patient. The patient was discharged home.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of an issue with the system controller lcd screen was confirmed. A review of the downloaded log file spanned approximately 3 days ((B)(6) 2023 ¿ (B)(6) 2023 and (B)(6) 2023 per time stamp). There were no alarms active pertaining to the functionality of the lcd. The system controller, serial number (B)(6) , returned for analysis. The lcd had multiple vertical white lines which affected the controller¿s ability to display readable messages. Following preliminary testing, the lcd screen from the controller was swapped with a functional one. This resolved the lines in lcd issue. The controller underwent functional testing and passed. No atypical alarms were produced during testing. The controller was able to support pump function for extended period of time. The root cause for the reported screen issue was conclusively determined to be due to an issue with the lcd, the thin film transistors were shorted on. However, a further root cause was not able to be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The patient handbook and instructions for use (IFU) also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use (rev. C) section 8-¿equipment storage and care¿ and heartmate 3 patient handbook (rev. D) section 6-¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller. No further information was provided. The manufacturer is closing the file on this event.